Manufacturer narrative:
Patient weight - (B)(6) grams. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a tpn triple lumen catheter lcvc line snapped at the proximal end inside a patient. This patient had norovirus. As reported, this could have been caused by movement. The line was removed and replaced. To date, additional patient and event information has not been made available.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. No issues were found related to the reported complaint. One device was returned for investigation. A visual examination noted that the device is heavily soiled with bio matter. There was no visible breakage in the returned portion of the catheter. The instructions for use (IFU) state the catheter may then be trimmed to proper length and flushed with heparinized saline. Due to the device being exposed to the norovirus, a leak test was not performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident.

Event description:
No additional information has been reported since the submission of the initial report on 05/10/2018.